Event description:
It was reported that when the package was opened, white powder was found inside the pulsavac tube. The nurse stopped using it and opened the spare. The operation was completed successfully. There was no patient harm/injury reported. Due diligence is in progress, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: japan.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. The device was returned opened and appeared unused, although the radial tip had been connected to the handpiece. Visual inspection found some tiny white flakes on the outside of the tubing. No other issue was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.